Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02094. It was reported the patient experienced ineffective therapy. System diagnostics revealed high impedances. Reprogramming was initially able to provide effective therapy. Later, the patient again experienced ineffective therapy which reprogramming was unable to resolve. The patient underwent surgical intervention wherein the lead was explanted and replaced with two leads. Effective therapy was established post operatively.